Event description:
It was reported that a user rented an ilet system and requested to discontinue and return it due to frequent glucose fluctuations with a low blood glucose level of 60 mg/dl and a high of a250 mg/dl and feeling overwhelmed by the system, with self-management including walking, water intake, and oral glucose for lows. Symptoms included pruritic and uncomfortable skin sensations associated with low glucose and episodes of hypoglycemia without other reported symptoms. Outcomes included the need for urgent low-glucose treatment with oral carbohydrate and increased burden from device use. Investigation included case review, coordination with the prescriber and field teams, and provision of troubleshooting and education regarding system operation and pump cartridge use. Investigation of this case revealed no device malfunction was identified and that user factors, limited technology familiarity, and concurrent caregiving demands likely contributed to perceived variability and management challenges. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.